Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. The patient's lead also exhibited a high out of range shocking impedance of greater than 200 ohms as well. The patient works around some very heavy equipment, and it is believed to be the cause of the out of range measurements. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.